Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2018-jul-05. The rep indicated that the patient had an ins replacement on (B)(6) 2016. However, the patient indicated that they have not had their implant replaced recently. So it is reasonable that only a revision occurred. The date of implant was about 4 years ago. No further complications were reported/are anticipated.

Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins) for the treatment of postlaminectomy pain. It was reported that the patient was burned/jolted at the battery pocket. The patient turned off the device and it no longer works. The physician stated that the device is not working and doesn't want the manufacturer's representative to meet the patient. The physician wants to revise and implant MRI system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.